Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the atrial lead exhibited loss of capture. The device was reprogrammed, there were no complications to the patient.